Event description:
It was reported that the customer's touchscreen on the pump was cracked or shattered, which rendered the screen black and unresponsive. There was no information provided about the impact on the customer¿s blood glucose level. The customer was sent a replacement pump, and the broken device is expected to be returned.